Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown biomet screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot #. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and was used for an unknown period of time. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the part and lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (unknown biomet screw). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown biomet screw fractured inside the implant at tooth location 3. Abutment and crown fell out while patient was eating. Fractured screw piece was removed.